Event description:
Litigation papers allege on or about (B)(6) 2010, pt suffered the following: past and future medical expenses and other compensable special damages; wage loss; impairment of ability and power to earn money in the future; past and future pain and suffering and mental anguish; loss of enjoyment of life. More specifically, pt suffered pain in her thigh; intraoperatively extensive amount of scratching was noted on both sides of the joint on the acetabular shell and femoral head. Pt could not have known that she was injured by excessive levels of chromium and cobalt until after the dates she had her blood drawn and she was advised of the results of said blood work.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.